Manufacturer narrative:
Batch review performed on 18 march 2024. Lot 2004063: (B)(4) items manufactured and released on 07-sept-2020. Expiration date: 2025-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 9 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head. The surgery was completed successfully.